Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the malfunction of the ccd unit or some problem of another device in the system.

Event description:
Olympus medical systems corporation (omsc) was informed from the facility that in unspecified timing the endoscopic image was blacked out occasionally due to the disconnection of the video cable of the subject device when the video cable was shaken. Olympus service operation repair center (sorc) checked the subject device and found that the endoscopic image was disappeared when the subject device was angulated. There was no report of patient injury associated with the event.